Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of this electrode and the s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned for analysis.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of this electrode and the s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned for analysis.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of this electrode and the s-ICD. This electrode remains in service. No adverse patient effects were reported.